Manufacturer narrative:
Date of explant is estimated.

Event description:
It was reported during follow up the patient underwent surgical intervention during the week of (B)(6) 2019 (exact date unknown). During the procedure the entire system was explanted due to the infection at the ipg site. The patient has since healed.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patient showed signs of infection at the ipg site. The patient is being treated with antibiotics.